Manufacturer narrative:
Other applicable components are: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 27-nov-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was noted as spinal pain. It was reported that the patient had her catheter replaced on (B)(6) 2019 and also the pump because the healthcare provider (hcp) claimed it was in her best interest to have a bigger reservoir so that she would not have to travel so often. She was only supposed to have the catheter tip revised but the hpc decided to replace it and now she had a hole in her spine and as a result she had been experiencing spinal/migraine headaches. The patient's head was pounding and hurting very bad and her back was killing her, too. The pump was only for her back pain. Her whole body hurt. She had one blood patch on (B)(6) 2019 and then had an MRI and then had to have another blood patch on (B)(6) 2019 "because they did not get enough blood," as well as epidural. She could not tie her shoes because the pump was pinching her and rubbed her hip and pinched her all the time when she was sleeping and it was hurting her because she was 4'11" and used to weight (B)(6) lbs and now weighed (B)(6) lbs. She did mention her concerns to her hcp and he responded saying he could remove the pump, which made the patient upset because of the cost of all the surgeries. The patient reported going through withdrawal for a week after the surgery on (B)(6) 2019. She was vomiting, shaking, throwing up, had diarrhea, and was shaking like a leaf. Then the hcp put her back on dilaudid pills, which helped the patient a lot, then he took the patient off of them and she just hurt. The hcp had changed the medication from baclofen and dilaudid to fentanyl (lowest dose). Per the patient, it had not felt like her since the surgery and since the hcp switched the medication. There were no further complications reported at this time.